Event description:
It was reported during procedure, the subject stent failed to open and the pusher was broken. There were no clinical consequences reported to the patient. No other information was provided.

Manufacturer narrative:
H3 other text : the subject device is unavailable to manufacturer.

Event description:
It was reported during procedure, the subject stent failed to open and the pusher was broken. There were no clinical consequences reported to the patient. No other information was provided.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed as the subject stent device was returned in an un deployed state. The stent stabilizer was noted to be broken/fractured. The stent delivery catheter was seen to be kinked/bent and deformed at 10.5cm from the hub. Stent delivery catheter friction functional test was failed as there was slight friction noted due to dry blood noted on the stent delivery catheter. The reported ¿stent delivery catheter broken/fractured during use¿ and ¿stent failed/unable to open¿ were not confirmed during the analysis. The reported ¿stent delivery catheter friction¿ was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The subject stent device was analyzed as the stent stabilizer was found to be broken/fractured. The stent delivery wire was found to be kinked/bent. There was no fracture noted. The subject stent was found to be intact. The damages and dry blood noted within the catheter and on the catheter caused significant friction during functional test. The subject stent device was deployed and fully opened during the analysis. An assignable cause of not confirmed will be assigned to the reported ¿stent delivery catheter broken/fractured during use¿, ¿stent failed/unable to open¿ as the defects were not confirmed during the analysis. An assignable cause of procedural factors will be assigned to the reported/analysed ¿stent delivery catheter friction and to the analysed ¿stent delivery catheter deformed¿, ¿stent delivery catheter kinked/bent¿, and ¿stent stabilizer broken/fractured during use¿ and ¿stent stabilizer/catheter friction¿ as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.